Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. On (B)(6) 2021, the patient developed an infection at the sensor insertion/puncture site. The patient was evaluated by a healthcare personnel (hcp) and was prescribed an oral antibiotic for the infection. The sensor insertion site and location were not provided. No additional patient or event information is available.